Manufacturer narrative:
The power control board for the viewing station of the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Reported that site complained of intermittent booting of the mobile view station (mvs) and it would take between 2-8 reboots in the morning to get the mvs up. He went onsite but couldn't reproduce the issue. The medtronic representative pulled error logs and couldn't find a cause because the computer never booted. Did more troubleshooting and was able to get the uninterruptible power supply (ups) to make a constant and loud clicking noise (sound of relay trying to continuously close). Asked the operator if she had heard that noise before and she confirmed that it would usually make that noise when it wasn't booting. A new ups and mvs board was ordered. The medtronic representative returned to the site on 03/06/2017 and replaced the ups and mvs power board. Rebooted the system six times without issue. Performed a full system checkout and completed the (>30 day overdue) gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. No replaced parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported, that while in a spinal fusion procedure, the site had difficulty getting the imaging system to boot. They rebooted it 7 times before it fully booted. This was during the procedure, but prior to the imaging system being needed for use and therefore no delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.